Event description:
When the doctor was putting up the livewire catheter (duodeca) into the patient's heart, the device prolapsed and got stuck in the ivc. It took the doctor three hours of constant finagaling to finally loosen the device and remove it. The device failure caused serious delay in the procedure and could have gravely injured the patient.